Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - added due to re-insertion of xience prime into anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted that the instructions for use, xience prime, states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a heavily tortuous, mid, left circumflex artery was pre-dilated and during the stenting procedure, a xience prime (3x23 mm) would not cross the heavily calcified lesion. The lesion was dilated once with a non-abbott balloon and once with a trek nc balloon. The xience prime (3x23 mm) was then able to cross the lesion and be deployed successfully. The xience prime (3x23 mm) stent delivery catheter was removed. During removal the proximal shaft was found kinked and then it broke into two parts outside of the guiding catheter. Reportedly, there was no difficulty removing the entire device. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.